Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one peel-apart sheath and vessel dilator was returned for evaluation. Visual evaluation was performed. The investigation is inconclusive for the reported failure to advance issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The investigation is confirmed for the identified deformation due to compressive stress issue, as the distal tip of the dilator appeared to be bent. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement procedure, when the introducer sheath was advanced over the guidewire, resistance was felt and the sheath was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement procedure, when the introducer sheath was advanced over the guidewire, resistance was felt and the sheath was allegedly damaged. There was no reported patient injury.